Manufacturer narrative:
No visible damage noticed upon receipt. Testing confirmed that the device operated as intended, no issues able to be found. User error determined to be the root cause.

Event description:
User reported that the flow probe door opened on its own during use, causing a false positive bubble alarm. The device was continued to be used to complete the case successfully. We consider blood flow interruptions to be reportable, despite no harm to the patient involved.